Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor, healthcare professional via a manufacturer representative regarding a patient with l5-s1 mis tlif therapy. It was reported that after inserting the cage surgeon found the inserter inner threaded loosen. He slightly impacted the inserter to put the cage deeper and found the tail of implant was broken. Surgeon removed all the broken implants off and put gelfoam on the broken site. He checked several times to make sure all the particle was removed and finished the surgery. There was no patient symptoms or complications as a result of this event.